Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. One haptic is pulled from the haptic insertion area (returned). The pulled out haptic has a bulbous area which is indicative that a weld was performed during the manufacturing process. This haptic is also bent in the distal area. Iol product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the initial 21.0 diopter iol was replaced with a 17.0 diopter lens of a different model. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, while the lens was being injected into the patient's eye, the leading haptic successfully entered into the bag, but the trailing haptic was broken and remained in the cartridge. The iol was removed from the patient's eye and another lens was implanted into the anterior chamber. Prior to wound closure, the doctor noticed vitreous loss and suspected this occurred during removal of the first iol. An anterior vitrectomy was performed and the second iol was removed from the patient's eye. The doctor decided to leave the patient aphakic.